Event description:
A garbin evo linde ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the "in process" evaluation of the garbin evo linde device at the third-party service center, a ventilator inoperative error indicating that the machine flow sensor drift above the specification was discovered in the device's event log. The technician recommended replacing the device's machine flow sensor to address the issue. Additionally, the device's blower assembly needs replaced to address an event indicating that the motor controller has proceeded to the shutdown state due to an error with the motor. The device's system board need to be replaced to address an event indicating a sensor offset during drift calculation is too high. The air inet foam filter, particulate filter and muffler assembly need to be replaced due to 4 years preventive maintenance requirements. Two in-line filter prox, blower mount and blower bellows are contaminated with dust. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.